Manufacturer narrative:
Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Event description:
A family member reported that on (B)(6) 2011 the patient experienced blood glucose (bg) of 400 to 500 mg/dl with hunger and irritability. The family member reported that multiple occlusion alarms followed by loss of prime warnings occurred on (B)(6) 2011. He stated that the patient's site/set and cartridge were changed twice prior to the call to animas (B)(4), and again while on the phone with (B)(4). A review of the pump history confirmed that four occlusion alarms occurred. After changing the site/set and cartridge while on the phone with (B)(4), the family member stated that he was able to successfully prime and complete the fill cannula step without incident. The family member confirmed that there were no visible site issues, no bent cannula, and stated that supplies were being changed every three days. (B)(4) completed follow-up with the family member a couple of hours after the patient's supplies were changed and a bolus was delivered, and the family member stated that the patient's bg was down to 350 mg/dl with no additional symptoms of hyperglycemia. He confirmed that there was no further incidence of occlusions with the new site/set/cartridge. (B)(4) was unable to adequately determine the cause of the reported occlusions. (B)(4) concluded that there was no product defect. The pump is not being returned at this time. The patient has continued insulin pump therapy without further reported incident. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.